Event description:
On (B)(6) 2013, this patient was implanted with two gore tag thoracic endoprostheses to treat minimal blood profusion in the left external iliac from a previous dacron tube graft sewn in 3 cm below the renal arteries that extended distal to the aortic bifurcation from a previous treated abdominal aortic aneurysm (aaa) surgery. There was noted tortuosity, calcification, and thrombus in both external iliac arteries. It was reported the physician implanted a (B)(4) in the right common iliac artery. While using a gore tri-lobe balloon (B)(4) to seat the distal end of the deployed device the balloon was over inflated and ruptured the right common iliac. One of the tri-lobes burst when over inflated (amount inflated unknown). The physician implanted a pxc121200/10650695 to repair the ruptured iliac artery. The patient received 4 units of blood. The patient tolerated the procedure.